Event description:
Based on additional information received on (B)(4) 2015, this case initially considered as non-serious was upgraded to serious as seriousness criteria of disability for the event of bilateral joints effusion of knees was added. This unsolicited device case from (B)(6) was received on (B)(4) 2015 from a physician. This case concerns an adult female patient who developed synovitis of her knees and had bilateral joint effusion of her knees whilst receiving treatment with synvisc. The patient's medical history was significant for arthroscopy surgery in both knees and osteoarthritis. It was reported that the patient practiced frequent sport activities in the past. No past drugs, concomitant medications or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency, indication, batch/lot number and expiration date: not provided) into the unspecified knee. The same day, after receiving synvisc injection, the patient developed synovitis of knees, on an unknown date, the patient received the second synvisc injection. During the second injection, the patient developed a bilateral joint effusion of her knees. It was reported that the patient suffered significant disability after the second application of synvisc. On (B)(6) 2015, the patient's physician drained synovial fluid in one occasion approximately 60 cc of each knee. On an unknown date, the patient discontinued the treatment with synvisc. At the time of this report, the patient was recovered from the event of bilateral joints effusion of knees. Action taken: permanently discontinued. Outcome: recovered/resolved for bilateral joints effusion of knees; unknown for synovitis of her knees. Additional information was received on (B)(4) 2015. This case initially considered as non-serious was upgraded to serious as seriousness criteria of disability for the event of bilateral joints effusion of knees was added. Action taken with the suspect product was updated from unknown to permanently discontinued. Outcome for the event of bilateral joints effusion of knees was updated from unknown to recovered. Global ptc number was added. Text was amended accordingly.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and conclusion was pending for the same. Reporter causality assessment: related (causality was related to the application of synvisc). Seriousness criteria: disability for bilateral joints effusion of knees.